Manufacturer narrative:
Asae / hematoma : the cause of the access site adverse event was user related, as it was associated with a closure/technique issue (suture hub positioned too deep), and hemostasis was achieved through corrective procedural action.

Event description:
Clinician narrative an impella device was inserted via the right femoral artery in a 48-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock. The patient required inotropic support, vasopressors, and mechanical respiratory support and was classified as scai stage d. No past medical history was provided. The patient underwent left anterior descending artery stent placement with intravascular ultrasound guidance. The patient developed a large hematoma at the vascular access site. Manual reduction was performed, and hemostasis was achieved using a perclose closure device. The patient experienced a hematoma and required an additional device related to vascular access management. After a comprehensive review of the available information, the reported event was consistent with known risks associated with large-bore femoral arterial access in critically ill patients. The access site complication was managed appropriately in accordance with standard procedural techniques and the instructions for use, resulting in successful hemostasis. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.